Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Date of event - unknown. UDI - not required for the reported product/lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Therefore, the investigation was based upon evaluation of the user facility information, and retention samples from the reported product code/lot number combination. Visual inspection revealed no defects. Retention samples were evaluated for cannula stiffness and resistance to breakage and all samples confirmed to meet specification. The supplied cannula needles are compliant to iso 9626 for stiffness and resistance to breakage wherein our product does not easily break upon normal usage. A review of the lot history file was conducted with no findings. Prior to shipment, qc conducts outgoing visual, and sensory inspections and all samples for the reported complaint lot passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the needle breaks when they use the lock. No known impact to the patient.